Event description:
It was reported that there was an electrical reset message while interrogating the device. The message was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implant date: (B)(6) 2009. (B)(4).